Manufacturer narrative:
Qn# (B)(4). The customer returned (B)(4) unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appeared typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the tracheal (white) pilot balloon. Upon injection of air, the white balloon cuff was able to properly inflate. The syringe was then filled with air again and connected to the valve of the bronchial (blue) pilot balloon. Upon injection of air, the pilot balloon properly inflated but the balloon cuff was unable to inflate. The syringe was then reattached to both inflation lines to deflate the pilot balloons and balloon cuff. Both inflation lines deflated properly. The device was submerged underwater in order to detect any leaks in the bronchial inflation line. Upon injection of air, no leaks were detected but the balloon cuff was able to partially inflate this time. The et tube was then injected with dye through the bronchial (blue) inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, there appeared to be a blockage in the inflation line at the distal end of the pilot balloon. The dye was slow moving past the pilot balloon. It is confirmed that there is a blockage in the inflation line. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." The reported complaint was confirmed based upon the sample received. The tracheal (white) balloons were able to properly inflate and deflate. However, the bronchial (blue) balloon cuff was unable to inflate properly. Upon functional testing, it was found that there was a blockage in the bronchial inflation line. The blockage occurred at the distal end of the pilot balloon. The root cause of this issue is manufacturing related. A non-conformance been opened at the manufacturing site to further investigate this complaint issue.

Event description:
It was reported that "the distal cuff could only be filled marginally, which was checked bronchoscopically. The pilot balloon did not reflect the inflation status, nor did the cuff pressure measurement reflect the inflation status". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the picture attached of 5-16037 et tube, sher-I-bronch, ls, 37 fr, it is unable to be confirmed the failure mode reported as "inflation issue - other". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" (part # 00267-35 lot # 3142026) and was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected and issue reported "inflation issue - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined f rom the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the distal cuff could only be filled marginally, which was checked bronchoscopically. The pilot balloon did not reflect the inflation status, nor did the cuff pressure measurement reflect the inflation status". No patient harm or injury reported. Patient condition reported as "fine".